Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's lead has migrated down several vertebral levels and is no longer in the right area to provide stimulation coverage. Patient reported no falls. Rep tried to program her several times and patient is still complaining of pain and not getting any relief. Doctor then decided to take x-rays on the patient and see if the lead was still where he had placed originally. X-rays proved that the lead had in fact moved down several vertebral levels. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s lead migrated down several levels. They stated they were going to see a neurosurgeon and talked about putting a lami lead in instead of the percutaneous lead. The patient denied any specific events leading/contributing to the issue. It was reported that the rep tried several times to reprogram them but they couldn¿t place the patient on a program that would relieve pain. The office decided to get x-rays and the x-rays showed that the lead migrated down. The issue was not resolved at the time of the report. No surgical intervention occurred. Surgical intervention was planned but not yet scheduled. It was reported it was unknown when the event occurred. No further complications were reported/anticipated.